Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2014 which refers to herself, a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted around (B)(6) 2014. Since consumer had the essure inserted, she experienced bleeding, severe lower back pain, and abdominal pain everyday. Also, she stated that the device has made hard for her to do her motherly duties to her 4 children. She is not recovered. Result and assessment of the product technical complaint investigation received on 28-nov-2014: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Ptc global number is (B)(4). Follow-up received on 24-oct-2015: this follow-up has been identified during monitoring of postings an FDA hosted docket website (FDA-2014-n-0736-1982), which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015. Essure was implanted (B)(6) 2014 after she had her fourth child in (B)(6) 2014. She has had no health issues, no surgeries, always carried her children full term with no complications and nature childbirth. After she had her procedure for essure her doctor explained she would feel some mild cramping and some bleeding which she experienced, she gave it three weeks to see if any of the pain and bleeding eased up but unfortunately it did not. She contacted her gynecologist numerous times only to be told that it was normal to experience these symptoms during the first year. By (B)(6) 2014 her lower abdominal pain and continuous bleeding still occurred along with lower back pain. She went to a different gynecologist for a second opinion and they did a sonogram on her which took a total of an hour, two different technicians and the probe searching for her left coil. No one said whether or not they found it but left with everything looks good. But no answer to why she was (B)(6) and has never had much of period cramps her entire life, but now she could barely walk, go to work or care for her small children. Her family care doctor put her on hydrocodon to ease the pain so she could go to work and be a mother to her children. She stayed on the pain medication for a couple of months than went back to her original gynecologist demanding answers. At that point her marriage was falling apart because she started experiencing severe mood swings, depression and anxiety. She convinced herself that she had developed bipolar disorder which again she has never had any of these problems before. The doctor referred her to a back/spine specialist to have a nuclear magnetic resonance imaging (MRI) and x-ray performed to rule out that she did not have any back problems. This only prolonged her pain and suffering. After two months of waiting to get an appointment, seeing the specialist, getting the MRI and waiting for her doctor to get the results they called her in to tell her that her back looks good. So they decided to go with what she told them to start with was the essure needed to come out. They scheduled her hysterectomy for (B)(6) 2014. The surgery went good without complications. As soon as she came out of the or (operating room) she felt no pain but where her incision was. She felt like a brand new person, none of her symptoms that she was experiencing since (B)(6) 2014 ever came back. Updated product technical complaint investigation received on 13-nov-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment:~ based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, based on the available information there is no reason to suspect a causal relationship between reported medical events and quality defect. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and started having cramping / lower abdominal pain, and bleeding (interpreted as genital bleeding). She was also convinced she had bipolar disorder. A hysterectomy was performed 7 months after essure insertion. These events were considered serious due to medical significance. Abdominal pain and genital bleeding are listed events in the reference safety information for essure, the remaining event is unlisted. After essure insertion genital bleeding, menses pattern changes and abdominal pain may occur. Given the positive temporal relationship, nature of the events cramping / lower abdominal pain and bleeding, and in the lack of an alternative explanation, causality with essure cannot be excluded. Considering bipolar disorder pathophysiology and the local effect of essure in the fallopian tubes, causality was assessed as unrelated. Non-serious events were also reported. This case was upgraded to incident upon receipt of follow-up information, since a surgical intervention was performed. The product technical analysis concluded that based on the available information, there is no reason to suspect a causal relationship between reported medical events and quality defect. No active follow-up will be pursued, as this follow-up was identified during health authority website monitoring.